Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) displayed a fault code that indicated the capacitors were unable to discharge. It was further reported that there was one isolated event where the ICD sensed noise on the rate-sense and shocking channels resulting in pacing inhibition. The patient was visiting chicago at the time, and was not aware of what they may have been doing.